Event description:
The customer reported that an 840 ventilator had a blank screen while in use on patient. The ventilator did not stop cycling. The patient was placed on another ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).